Event description:
During a pta treatment procedure, the tip of the v18-04 12/150 guidewire fractured. The lesion being treated was a calcified, 90% stenotic lesion in the brachial vein. When the physician was inserting this wire through a 7f mosquito sheath, the wire kinked at a location 6 centimeters from the distal tip resulting in a complete fracture of the wire. The physician successfully removed the separated portion of the wire. A new guidewire was used and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.